Manufacturer narrative:
Device eval: the device has not been received for eval. The lot number was not provided. The tray normally contains a preservative-free lidocaine. The lidocaine within the kit may be used for intrathecal injection and the customer may not notice the change from preservative-free lidocaine. The tray is labeled correctly to identify the lidocaine with preservative. On 04/19/2010, merit medical systems, inc., determined that a product removal and a product correction would be required. This form 3500a report is for the recall and a separate form 3500a report (1125782-2010-00002) will be submitted for the product correction. This is a 5-day MDR in accordance with statutory reporting requirements. Conclusions: other, the product removal activities are in process. Communications to consignees will be sent per 21 cfr 806.10. A report to the FDA in accordance with 21 cfr 806.10 is in process and will be sent upon completion. Please reference the above mentioned product removal report for further info. No add'l form 3500a reports will be filed for this event.

Event description:
Lidocaine supplied within the custom procedural tray contain preservatives. Customer needs a preservative free lidocaine.